Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/02/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and residues of what appears to be ophthalmic viscoelastics (ovds) were observed on the lens returned. There was no defects that could be related to the reported issue. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaint has been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device . Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported the wound was too tight for the lens to be implanted. The physician enlarged the incision slightly. Reportedly, the physician had attempted to implant two lenses and neither of the lenses would advance through the incision. The doctor widened the incision and the 3rd lens was successfully implanted. There was no patient injury and no sutures required. The customer indicated there was no product quality issue and no adverse consequence. Doctor reports he attempted to use two lenses, therefore 2 mdrs will be provided. This report will capture one of the two lenses reported.